Manufacturer narrative:
Qc was within specifications on the event date and the next day. System check performed on 09/26/06 passed. Customer collects samples in plasma, lithium heparin, 13x100ml and 13x75ml tubes. A field service enginner (fse) was dispatched to the customer's lab nine days later. The fse performed system check which partially failed. The fse noted bent main pipettor probe; the probe was replaced. The fse trimmed peri-pump tubing for all 3 aspirate proble lines. The fse repeated system check which passed within specifications. The fse conducted diagnostics testing; results were within specifications. The fse verified repair per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 8.32ng/ml was obtained. The customer has accu tni set to repeat if greater than their cutoff. However, an operator thought this result was the repeat and the result was reported out of the lab. The pt was sent to catheterization lab. The original sample was re-tested for accu tni and lower result was obtained (0.01ng/ml). A fresh sample was collected from the pt on the next day and tested for accu tni; initial value of 0.01ng/ml was confirmed by repeat testing. The pt was then discharged. The customer did not receive any report of pt injury requring medical intervention or change to pt treatment that can be attributed to or connected with this event.